Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported, the coil was stuck in the microcatheter and cannot advance. After removed, found the coil was detached in the microcatheter. After replaced the microcatheter and coil, the procedure was successfully completed. The patient was reported as fine.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the pusher returned without the implant attached, but no indications of activation using a detachment controller on the pusher heater coil was observed. The implant was not returned for evaluation. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The microcatheter used in the procedure was not returned for evaluation so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
No additional information was received. Please see h6 and h10.